Manufacturer narrative:
Additional information was received that the patient underwent an ipg replacement procedure and was doing well postoperatively. No device malfunction was suspected. The explanted device was not returned to bsn.

Event description:
A report was received that the patient had inadequate stimulation and was given trigger point injections.

Event description:
A report was received that the patient had inadequate stimulation and was given trigger point injections.